Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00130. It was reported the patient suffered a csf leak during the trial lead implant procedure and was treated with a blood patch. The patient experienced a headache the day of the procedure that resolved the next day.